Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available this report will be updated.

Manufacturer narrative:
The device was returned for analysis. Upon receipt in (B)(4) laboratory, visual inspection confirmed the clinical observation of a separated header. Tool marks were noted in the header surface as well as in the device casing. Review of device memory revealed therapy was available while the device was implanted. The damage to the device header is consistent with damage caused during the explant procedure.

Event description:
Boston scientific received information that during a routine device change out procedure, the header of this cardiac resynchronization therapy defibrillator (crt-d) detached from the device case when the device was removed from the pocket. No adverse patient effects were reported.